Event description:
Closed tracheal suction system not suctioning properly. Pt's oxygen saturation levels were dropping but nothing was being suctioned. Copious secretions were suctioned with a separate individual suction catheter. Product rep provided re-education for staff and product was swapped out for one with a silicone tipped catheter. Staff stated tube was difficult to advance down et tube without silicone tip.